Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user dropped the ilet, the cartridge shattered, and the plunger remained stuck in the pump until a fill tubing action allowed removal; subsequent rewinds without a cartridge triggered repeated ¿restart ilet 38¿ alerts and an ¿unable to proceed¿ alert, and the device was replaced. Symptoms included dry mouth associated with hyperglycemia, with blood glucose over 400 for a few hours. Outcomes included user correction using subcutaneous insulin via pen and continued cgm use, without outside assistance or medical intervention. Investigation included review of device performance and user-reported troubleshooting steps. Investigation of this case revealed a mechanical issue with the cartridge and plunger interaction and recurrent device alert behavior indicating a malfunction, with the affected component being the cartridge interface and plunger mechanism. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction following physical damage to the cartridge and subsequent error state. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.